Event description:
It was reported that during a placement of left ventricular assist device, the rv lead was dislodged. The lead was capped and replaced. The patient condition is fine.

Manufacturer narrative:
(B)(4).